Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing records for this particular batch namely top assembly batch # 8729506 found that the device met its material, assembly and product specifications, at the time of release to distribution. Should further relevant info become available; a supplemental medwatch report will be filed.

Event description:
It was reported that during a percutaneous coronary intervention procedure, the maverick2 monorail balloon ruptured at 4 atms. The number of inflations and to what atms is unknown. The lesion was located in the 100% stenosed and calcified left anterior descending (lad) artery. The procedure was successfully completed with another maverick2 balloon. No patient injuries or complications were reported. Patient status is reported as "good".